Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had a blank display due to moisture. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. Customer stated that the display returned after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.